Event description:
During a check-out procedure at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device was not in patient use. The device's internal battery was replaced to address the issue.